Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The 'date of event' and 'explanted date' submitted in the initial report was incorrect. The correct 'date of event' and 'explanted date' is (B)(6) 2021. Device analysis report is attached. This report is submitted on september 07, 2021.